Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 72 mg/dl. The customer declined troubleshooting since he wanted a replacement battery cap. No products were returned for analysis and a replacement battery cap was shipped to the customer.